Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins for spinal pain. The patient reported that the ins was dead. The patient reported that they have a loss of stimulation. It was reported that the controller charges up. The patient reported that the controller says ins battery is empty, recharge implant. The patient reported that they found the recharger and the recharger could charge the ins. The patient reported that at various times during the last 30-40 days prior to the report, the recharger stopped recharging. The patient reported that they have loss weight (not related to therapy) and there is not enough room on the belt for the pouch. The patient reported that they have to carry the recharger. The patient reported that they have to tighten the belt so tight and the donut will come out if the belt is not tight. The patient reported loss of therapy and would like coverage for pain to be in large area. The patient reported that they have been trying to meet with his rep but the rep never calls back and schedules a time. The patient reported that they want to see if they can get a larger area of pain coverage.